Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure where the ipg was placed in surgery mode but was unable to communicate later and got the message "generator is not responding" company manufacturer met with patient and trouble shooting was able to reconnect and therapy was restored.